Event description:
It was reported that the patient had meningitis after re-implantation, which was treated. The patient has recovered from this condition three months ago and is currently healthy. The patient is developing well and is benefitting from this device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.